Event description:
Patient was supposed to receive 6 gm of magnesium sulfate in 150 ml bag over 6 hours at 25ml/hr. Pump was set at 25ml/hr to be administered over 6 hours. After approximately 2 hours the bag was noted to be almost empty. Pump was paused. Pump was immediately changed and taken out of service.======================manufacturer response for alaris pump 8100, (brand not provided) (per site reporter).